Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hysterectomy in (B)(6) 2013. During the procedure, the handle would make a clicking sound when deployed and the blade would not come out even on the full setting. The tissue wouldn't morcellate. Another like device was used. There were no adverse patient consequences.